Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The excel 23khz straight handpiece each1 (c2600) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident were observed failure analysis - the evaluation verified the customer reported issue as valid. The transducer tubing was broken, the handpiece required overhaul maintenance and replacement of the housing and all o-rings of the coil form. To resolve the issue, all repairs were performed along with a (one time) housing replacement which is covered under the terms of the field safety notice. Additionally, calibration, safety and the final tests were performed according to manufacturer specifications. Root cause - the root cause is confirmed as "cooling alarm" problem. The cooling tube of the handpiece was reported as non-functional and described as broken. It is likely that the issue resulted from a blockage, possibly due to kinked tubing, which restricted cooling flow and led to the handpiece overheating. No further corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
An authorized distributor reported that the excel 23khz straight handpiece (c2600) was very hot during preventive maintenance (pm) testing. No user injury has been reported.